Manufacturer narrative:
Patient information was not provided for reporting. Additional device procode: hrx. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three synflate balloons were reported device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery on (B)(6) 2018, three synflate balloons burst before volume or pressure max was reached. He used a 4th one and completed the procedure without any patient impact. It is unknown if pieces were retained in the patient. There were no consequences to the patient. This report is for one (1) synflate balloon/medium- sterile. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device history record (DHR) review: part number: 03.804.701s; synthes lot number: 0817063; manufacturing date/release to warehouse date: 24 oct 2017; manufacturing site: selzach; supplier: biotronik ag; expiration date 01 sep 2019. The device history record shows this lot of 27 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. Investigation summary: the synflate vertebral balloon was forwarded to the manufacturing site (biotronik ag) and was checked for conformance to the specifications. Abstract from supplier's report: review of the manufacturing history of the production lot 0817063 did not reveal any nonconformity considered being relevant in light of the complaint. The complaint instrument was manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection, including a leakage test. The balloon of the complaint instrument has burst longitudinally with the rupture extending over the entire length of the balloon. Microscopic inspection of the balloon surface revealed several deep scratches in close vicinity to the fracture site. Based on these findings and considering that two other synflate balloons also burst during inflation, it seems likely that the root cause for the complaint event is related to external factors during the pro­ cedure (i.e. Balloon damage due to sharp solid bone fragments). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.